Event description:
The lead analysis was performed. A break was identified in the lead coils. Scanning electron microscopy images of breaks identified in coil 1 show that pitting or electro etching condition have occurred at the break locations. The second coil break shows appearance suggesting that a stress-induced fracture has occurred in one strand of the quadfilar coil. However, due to metal dissolution, and/or mechanical distortion (smoothed surfaces) the fracture mechanism of other strands cannot be ascertained. Scanning electron microscopy images of the break identified in coil 2 verified that a break has occurred. However, due to metal mechanical distortion (smoothed surfaces) the fracture mechanism of other strands cannot be ascertained. Abraded insulation was also observed and determined to be due to wear. The break at coil 1 was observed at same location as the abraded insulation. The outer silicone tubing has what appear to be internal abrasions at multiple locations. Note that the electrode array section was not returned for analysis, and therefore an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Generator analysis was performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Lead analysis is being performed.

Event description:
The lead was returned and product analysis is underway.

Event description:
The patient had a full revision performed due to high impedance being observed. During surgery, the previous generator was observed to be at eos pulse disabled and high impedance was last observed. System diagnostics were attempted with the replacement generator and high impedance continued to be observed. The lead pin was reinserted, wiped off and high impedance continued to be observed. Impedance after the revision was okay. The explanted lead has not been received to date. No additional relevant information has been received to date.